Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer was informed that the pump needed replacement, and technical support arranged for a replacement pump to ensure continuous insulin delivery.